Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the battery, power management board and motor controller board to address the reported problem. Failure analysis on the returned motor controller (mc) board found that the line driver u22 on the mc board had failed causing the blower motor to remain inactive. This caused several errors at power-up (e/c 1127, 1201,1203). Replacing u22 resolved the problem. The power management board and battery were not returned.